Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a manufacturing related quality issue, since the detachment/peeling off the coating in the insertion tube could not be removed by the customer. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use: "IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event.". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus on (B)(6) 2023, that during an unknown procedure. No biopsy was possible when using the evis exera iii gastrointestinal videoscope, due to a blocked channel. The channel canal was checked for blockage, and rubber was removed from the canal. Which was believed to have probably come from the biopsy valve. This event was not reportable. There were no reports of patient harm associated with this event. The device was returned for evaluation. And a patient adverse event (pae) reportable malfunction was identified. The new aware date for the pae that was identified is (B)(6) 2023. During the evaluation of the device, it was noted, that due to the customer reporting that the canal was checked for blockage, a rubber object was removed from the canal. It was not possible, to identify when the foreign material got stuck in the canal. There is a possibility, that the subject device was used on patients with the foreign material clogged. This report is to capture the reportable malfunction of the rubber object blocking the channel canal.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: the adhesive around the light guide lens had a crack, the adhesive on the distal sheath had wear, the connecting tube had coating peeling, and due to the wear of the angle wire; bending angles in up and right directions do not meet the standard value. The investigation is ongoing. And follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Additional information from the customer was received: the intended diagnostic gastroscopy procedure was completed with a similar device. Since the device was swapped out with another scope, the procedure took a little longer for this reason. No patient was harmed in the process. The patient was permanently stable. Everything went well. No damage and no injuries.